Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow-up after receiving inappropriate shocks. Noise and high impedance was observed on the leads during a diagnostic which was believed to be caused be a lead fracture. During the procedure, the lead measurement on the pacemaker system analyzer (psa) was normal. The physician elected to replace the lead. The patient was stable.

Manufacturer narrative:
Correction: the event date was (B)(6) 2019. The physician name was (B)(6). Checked health professional.